Event description:
Reporter indicated tha pre-operative device diagnostic testing just prior to generator replacement surgery resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that the pt was scheduled for generator replacement surgery due to suspected end of service. The elective replacement indicator was no, indicating that the generator had not reached end of service; however, a battery life estimation based on knwon device settings revealed that the battey was most likely nearing end of service (approx 2-3 months life remaining). Review of x-rays did not reveal any obvious discontinuities in the ncp system. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. The pt had not suffered any recent injury or trauma that may have damaged the ncp system. Both the lead and generator were replaced. Lead break is supected.

Event description:
It was further reported that the pt had experienced an increase in their seizures which suggest a device malfunction or the device reaching end of service. A portion (382mm) of the lead was returned for analysis. An analysis was performed on the lead portion that was returned. The lead portion returned passed continuity checks and the lead condition is consistent with conditions that typically exist following an explant procedure. The lead pins showed evidence that there was a proper mechanical and electrical connection betwen the lead pin and the pulse generator. Because the entire lead was not returned, the MFR cannot verify the reported high lead impedance report. Possible causes include design, durability, corrosion, trauma to the site or user error. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met final electrical test specifications. There is no indication that the reported high impedance was related to the pulse generator.